Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative did a filament calibration check that passed without issue. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a filament regulator failure twice. No pt injury was reported.